Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as a günther tulip filter. As catalog # is unknown it could be either k090140, k121057 or k112119 summary of investigational findings: no device, imaging studies or hospital or medical records have been available. Consequently, based on very limited information it is not possible to comment on the alleged difficult retrieval attempt and angulation. Assuming that angulation means that the filter is tilted. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques rpn and lot number were not provided, why device history record cannot be investigated. However, no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The exact root cause for the alleged failed retrieval attempts cannot be determined based on the limited information provided. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2015 at (B)(6)". Additional information received on 20apr2016: the filter was placed in conjunction with a planned urologic surgery. Under ultrasound guided puncture, and through a 5-french sheath while a vena cavagram was performed demonstrating vena cava with no evidence of thrombus. The filter was then advanced into the mid-anterior vena cava and under fluoroscopy the filter was deployed. A complete venogram demonstrated good results from a well-positioned filter placement with minimal angulation. On (B)(6) 2015 an attempt to retrieve the filter was performed at (B)(6) but could not be extracted due to complications related to the implanted device. During a ultrasound-guided venipuncture, a 7-french sheath was placed and then passed a catheter down into the vena cava. The vena cavagram shows the filter to be angulated. An 11-french sheath was passed and then a snare was passed into the vena cava. Despite multiple attempts at snaring the filter, the dr. Was unsuccessful. Additional views were taken and demonstrate possibly the cone of the filter is within the wall of the vena cava. Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4). Event date: unknown as information was not provided. Band name: unknown as information was not provided. Catalog # unknown as information was not provided but referred to as a günther tulip filter, lot# unknown as information was not provided, expiration date unknown as lot# is unknown. PMA 510(k): as catalog # is unknown it could be either k090140, k121057 or k112119. Mfg date: unknown as lot# is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2015 at (B)(6)". Additional information received on 20apr2016: the filter was placed in conjunction with a planned urologic surgery. Under ultrasound guided puncture, and through a 5-french sheath while a vena cavagram was performed demonstrating vena cava with no evidence of thrombus. The filter was then advanced into the mid-anterior vena cava and under fluoroscopy the filter was deployed. A complete venogram demonstrated good results from a well-positioned filter placement with minimal angulation. On (B)(6) 2015 an attempt to retrieve the filter was performed at (B)(6). But could not be extracted due to complications related to the implanted device. During an ultrasound-guided venipuncture, a 7-french sheath was placed and then passed a catheter down into the vena cava. The vena cavagram shows the filter to be angulated. An 11-french sheath was passed and then a snare was passed into the vena cava. Despite multiple attempts at snaring the filter, the dr. Was unsuccessful. Additional views were taken and demonstrate possibly the cone of the filter is within the wall of the vena cava. Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4). Event date: unknown as information was not provided. Device: unknown as information was not provided. Catalog # unknown as information was not provided but referred to as a günther tulip filter. Lot # unknown as information was not provided. Expiration date unknown as lot # is unknown. Catalog # is unknown it could be either k090140, k121057 or k112119. MFR date: unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2015 at university surgical associates in (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem, implant date to (B)(6) 2014, serious injury to malfunction, the event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 12/02/2015 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2014 as pe prophylaxis for upcoming urologic surgery. An unsuccessful device removal attempt allegedly occurred on (B)(6) 2015. CT report from (B)(6) 2015 alleges ¿(t)he legs of the filter extend beyond the wall of the ivc. One of the legs is immediately adjacent to the abdominal aorta.¿ the plaintiff alleges vena cava perforation, tilt, device unable to be retrieved, and anxiety.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'vena cava perforation; tilt; device unable to be retrieved'. Cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.